Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR, returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 139.6cm from the hub while the balloon is separated 146.4cm from the hub. Microscopic examination revealed no damages. The tip, marker band, distal section of the balloon and distal section of the guidewire lumen are all missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that there is a separation.

Event description:
It was reported that the shaft detached. The stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for treatment. However, during insertion of the device the shaft fractured. A stent was implanted to secure the detached component against the vessel wall. A balloon was used to post-dilate the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the shaft detached. The stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for treatment. However, during insertion of the device the shaft fractured. A stent was implanted to secure the detached component against the vessel wall. A balloon was used to post-dilate the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.